Event description:
As reported by an edwards australia affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the valve embolized into the left ventricle, so a second valve was prepped and crimped. However, the patient was deteriorating due to bleeding and thrombus. The valve was explanted, and a surgical valve was implanted. There was no device malfunction/difficulty with the edwards device reported. As report, the perceived root cause for the valve embolizing into ventricle, was the patient had aortic regurgitation and declined surgery.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to b1, b2, b5, g3, h1, and h6 based on additional information.

Event description:
It was initially reported by an edwards australia affiliate, that during a transfemoral tavr procedure with a 29mm sapien 3 valve, the valve embolized into the left ventricle, so a second valve was prepped and crimped. However, the patient was deteriorating due to bleeding and thrombus. The valve was explanted, and a surgical valve was implanted. There was no device malfunction/difficulty with the edwards device reported. As report, the perceived root cause for the valve embolizing into ventricle, was the patient had aortic regurgitation and declined surgery. However, per additional information received, the valve was explanted, and a surgical aortic valve was implanted. The patient was noted to have aortic regurgitation. The patient was transferred to ICU post savr and mitral valve replacement. On post operative day 4 the patient passed away. The cause of death was reported to be due to multiple organ failure.

Manufacturer narrative:
Correction to h6 based on additional information. The device was used in off-label implantation in the aortic position to treat pure native aortic valve insufficiency in an anatomy that had no aortic calcification. As there are no specific IFU or training materials related to aortic position procedures to treat native valve aortic insufficiency without aortic calcification, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), implantation of the sapien 3 valve with the commander delivery system is indicated for symptomatic heart disease due to severe native calcific aortic stenosis. Valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. The IFU and training manuals were reviewed only for information potentially relevant to the device use as there are no specific IFU or training materials related to aortic position procedures to treat native valve aortic insufficiency without aortic calcification. The IFU and training manuals reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (lack of calcification present on the native aortic valve) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.